Event description:
It was reported that a spectrum pump alarmed air in line. The customer stated that this occurred after a new IV container was being delivered and the medication was cold. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref number (B)(4). The device was not identified or returned to baxter for eval, and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.